Manufacturer narrative:
The product was returned for analysis, the iol was positioned incorrectly in the cartridge. The lens was returned in the associated company cartridge in a small plastic bag. Viscoelastic was observed in the cartridge. The lens was located just past the loading area in the cartridge. The lens was pressed up, instead of biased down per the IFU (instructions for use). The trailing haptic was extended behind the optic. The leading haptic was folded onto the anterior optic surface. The cartridge has evidence of being placed into a handpiece. The exterior of the cartridge was scratched, possibly from the insertion or removal from the handpiece. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint is most likely related to a failure to follow the IFU. The lens was pressed up, instead of biased down. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the (ophthalmic viscosurgical device)ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of damaged intraocular lens (iol). Additional information has been received and stated that, plunger did not engage the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).